Event description:
It was reported that prior to use at time of inspection the lot and expiration date are discovered to be missing from 200 primary packaging with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from spanish to english: at the time of inspection at the reception, two boxes are detected with no lot and expiration date information on the tag or on the label of their primary packaging.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing label content with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use at time of inspection the lot and expiration date are discovered to be missing from 200 primary packaging with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of inspection at the reception, two boxes are detected with no lot and expiration date information on the tag or on the label of their primary packaging.